Event description:
Reporter name - (B)(6): I can¿t wear my insulin pump and can¿t get supplies for my insulin pump in a reasonable time or on the timelines allowed by my insurance. I am having to take days off of work to attempt to call just to sit on hold. Additional product details: medtronic sells insulin pumps with continuous glucose monitors referred to as the 780 g system. When you purchase these devices, they promise ongoing support for any issues in 24 hour customer care. Medtronic has not been answering their phones to provide support or to allow for ordering of the supplies necessary to use these devices. I have waited on for more than six hours before the phone cuts off. I reached out to the regional sales rep and was told that it is a known issue that they are attempting to hire people, but that excuse has been used for a months. Medtronic/minimeds, inability to support the devices they have sold has led to adverse outcomes for many of their users. I firmly believe they should not be allowed to sell more devices until they can appropriately support the one they already have on the market. Pt: 4582. Device: 3134. Ref: mw5188857.